Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it, or some other product condition, could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user¿s guide warns ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia),¿ and advised ¿if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider¿s guidelines. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance.¿

Event description:
The customer¿s mother reported that at 10:00 am on (B)(6) 2012, her son¿s blood glucose measured 285 mg/dl and he was having a meal containing 38 grams of carbohydrate, so she gave a 5.55 unit insulin bolus. At 1:42 pn, with bg of 227 mg/dl and for 67 grams of carbs another 5.2 unit bolus was taken. By 6:45 pm his bg had risen to 392 mg/dl; so the mother administered an 8.7 unit bolus for correction and for an 80 carb gram meal. When her son¿s bg reached 454 mg/dl at 9:35 pm, she deactivated the device. She stated that there was a kink in the cannula when it was removed.